Manufacturer narrative:
He manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged dizziness, headache, bladder issue, and cancer. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated. Box d: product brand name, model number (rfb) & catalog item identifier (rfb) updated. Box g: report source - other updated.

Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged dizziness, headache, bladder issue, and cancer. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.